Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 ¿ patient was diagnosed with recurrent ventral hernia (x2) thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿three prominent ventral hernias involving one in left lateral abdomen, one on the right-side lateral abdomen and one on the right upper quadrant region was noted. A heavy fibrotic scar tissue was excised. The hernia sacs, redundant fascia, peritoneum and prior synthetic meshes were excised. A large composix kugel mesh was placed over the hernia and mesh was secured in multiple locations with sutures. The fascia was closed and mesh was secured in place with sutures circumferentially.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent symptomatic ventral hernia and pain thereby underwent open repair with removal of prior mesh (device 1) and implant of ventralight st mesh (device 2) and phasix mesh (device 3). Per operative notes, ¿a large hernia in the right lateral abdomen with scar and adherent to the prior mesh (device 1) and small bowel as well as portion of colon was noted. All prior meshes (device 1) and attenuated fascia was excised and in left upper quadrant fascia was closed and ventralight st mesh (device 2) was placed intraperitoneal region and secured in place to overlaying fascia with sutures. The midline fascia was approximated and secured with sutures. An another phasix mesh (device 3) was placed over the fascia and approximated in midline and secured with sutures. The wound was irrigated, midline fascia was closed and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no.), d.6b (date of explant), g3, g6, h2, h6, h10, note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.